Event description:
It was reported that a leak was noticed. Conservatively reported at this time due to lack of information regarding location of leak and patient status.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time for evaluation. A lot history review (lhr) of rew10299 showed one other similar product complaint(s) from this lot number.